Event description:
Baxter reported a home pt noting a leak in a reused homechoice set,during use, while performing their automated peritoneal dialysis therapy on their homechoice machine. No pt injury or medical intervention was associated with this incident per baxter.

Event description:
Baxter brazil reported a home pt noted a leak in a reused homechoice set, at the beginning of their automated peritoneal dialysis therapy on their homechoice machine. The location of the leak was "in the cassette, in the part transparent". The home pt subsequently ended therapy early. Therapy was completed by setting up with new supplies. No pt injury or medical intervention was associated with this incident per baxter brazil.